Event description:
Complication of electrode lead of implanted electronic neurostimulator of peripheral nerve, unspecified complication, subsequent encounter. Device has been confirmed not being fully functional.